Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high scan on the sensor when compared to an unspecified result obtained from a competitor meter. The customer was unable to self-treat due to unspecified symptoms and was provided "3 pods of 15 gr of sugar" by a non-healthcare professional for treatment. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high scan on the sensor when compared to an unspecified result obtained from a competitor meter. The customer was unable to self-treat due to unspecified symptoms and was provided "3 pods of 15 gr of sugar" by a non-healthcare professional for treatment. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.